Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was intermittently powering down during boot-up. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During the investigation of a monitor for an unrelated issue, a reportable malfunction was found.